Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that intra-op, the screwdriver's tip broke because it was bored out. The product was too weak to handle the torque. The screw broke too, screw was removed and replaced with a new one. The products came in contact with the patient. No fragment of the product remained in the patient. No patient complications were reported.